Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Yes (chloroprep) was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? N/a. Is the patient hypersensitive to pressure sensitive adhesives? N/a. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. Patient demographics: initials / ID, gender, age or date of birth; bmi - n/a. Patient pre-existing medical conditions (ie. Allergies, history of reactions) n/a has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a. Product lot of product used? N/a. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? N/a. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroscopy on an unknown date and topical skin adhesive was used. Two weeks post-op, the patient presented with a skin reaction of red inflammation and blistering. Adhesive was removed in the clinic and . Prednisone and hydrocortisone cream administered for rash. No product returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. Additional information has been requested and received what is the procedure name? Total knee arthroscopy what is the procedure date? Unknown, reported after patient was seen in post-op clinic on 3/7. Reaction likely occurred sometime 2 weeks prior to being seen in the clinic. What date did the reaction occur on? Unknown.sometime 2 weeks prior to being seen in the clinic for a post-op follow up on 3/7. In addition to product removal, please clarify, was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication) if so, please specify. Prednisone and hydrocortisone cream administered for rash. If medication was required, please clarify if it was prescription strength. Yes it was prescribed can you identify the lot number of the product that was used? Not available, product packaging was disposed of after product was placed in surgery. What is the most current patient status? Patient was sent home with oral and topical medication for the rash. Rash has resolved. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, in a prior total knee procedure. She had a similar reaction in first case. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.